Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a heart perforation one day after implant procedure. The physician complained that the lead's helix was "shooting out". Loss of capture and intermittent capture were observed with the right ventricular (rv) lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.